Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak was noted from the connection of the supply line of the cassette and the solution bag. The event occurred during set up of the homechoice. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.